Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure a piece of the guide wire broke off within the patient. A retrieval was attempted through CT and a cut down, but was unsuccessful. Another attempt at retrieval of the foreign body will be made using an endoscope. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for investigation. An un openend, unused sterile device was returned. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.